Event description:
It was reported by the customer that the device's tip was found to be broken before a procedure. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.

Manufacturer narrative:
Additional information added. Follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's tip was found to be broken before a procedure. The tip breaking off can cause an infection risk. There was no known patient impact or delay to the procedure.